Manufacturer narrative:
Still under pyng medical investigation.

Event description:
Infusion tube was left in the patient for a week. Flexible portion of the infusion tube separated from portal tip. Surgical intervention required for removal of portal.